Event description:
The customer stated that the device pressures were fluctuating. The nellcor puritan-bennett factory service technician found during testing that the volumes were out of specification. The technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.